Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing intermittent communication between her scs ipg and charging system due to the ipg being loose/moving within the pocket site. Surgical intervention is to be taken to address the issue.